Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to myopotentials. This oversensing resulted in inhibition of pacing. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.